Event description:
Reporter alleged obtaining a discrepant blood glucose result of 42 mg/dl back to back with a result of 66 mg/dl on a neonate while using the inform system when testing was performed less than 10 minutes apart. Reporter alleged obtaining another discrepant blood glucose result of 33 mg/dl back to back with a result of 57 mg/dl when testing was performed within 10 minutes on the same inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.